Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was kinked in the lap joint section. Microscopic inspection revealed the imaging window was kinked and partially detached. Impedance testing showed a good unit wave form. Image test could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 05apr2023. It was reported that visualization issues occurred. The opticross imaging catheter was introduced for ultrasound examination of the target lesion. During insertion the motor drive unit was turned on, nonuniform rotational distortion (nurd) image occurred and it was noted that the catheter was kinked. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was partially detached.